Event description:
It was reported that this right ventricular lead was surgically abandoned due to infection. Following treatment with intravenous antibiotics, the patient was afebrile, hemodynamically stable, without leukocytosis, and without signs of systemic infection. No vegetation was found on this lead. The associated device was explanted and the right atrial (ra) lead left ventricular (lv) leads were surgically abandoned due to high risk of lead extraction. Wound cultures showed methicillin-resistant staphylococcus aureus (mrsa). Additional information was received indicating that the patient had expired approximately three months following the procedure.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient was presenting with one week of bloody, non-purulent discharge and 1-2 cm defect in skin overlying the pacemaker. Initially, there was concern for right ventricular (rv) lead mass, however no valvular or lead vegetation was noted. Moreover, the patient had (B)(6). The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was surgically capped.